Event description:
Caller alleged that they are having discrepant results on their inratio versus the lab. Inratio = 4.4, lab 2.7. Tests performed within 30 minutes of each other.

Manufacturer narrative:
In-house accuracy test. Test date: 2009. Meters sn: in-house meters. Returned meter, returned strip. Comparative sys: sysmex 560. Two therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's were calculated. At least two out of three replicates for both samples for each lot were within the allowable bias. All meet the above criteria then no further action is required. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 4.4, lab: 2.7, mean: 3.55, confidence limits: 2.2-5.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Hence, functional testing is not required at this time, but meter will be tested if it is returned. Twelve total complaints have been reported for lot #080646 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the alert level of 0.05% and the action threshold of 0.1%. No corrective action is required as no product deficiency was established.